Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing set leaked at the junction with the drip chamber during use. Although there was a delay in treatment, there was no consequences or impact to the patient. The customer stated no further information is available.